Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in left anterior descending artery. A 2.5mm x 15mm fg quantum maverick balloon catheter was advanced for dilation. However, during the procedure, it was noted that the shaft was kinked and was fractured. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 55.1cm from the strain relief. There were numerous kinks to the hypotube and shaft of the device. There was contrast in the inflation lumen, blood in the guidewire lumen, and the balloon was tightly folded. Media depicted a portion of the device of which shows a hypotube kink and a separation as well as the devices tyvek and outer box packaging confirming the reported events.

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in left anterior descending artery. A 2.5mm x 15mm fg quantum maverick balloon catheter was advanced for dilation. However, during the procedure, it was noted that the shaft was kinked and was fractured. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.